Manufacturer narrative:
The device was returned to olympus for inspection. The investigation findings did not lead to a clear conclusion for the event; therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the insulation resistance value at distal end did not meet the standard value due to adhesive peeling on bending section cover on the videoscope. There was no patient involvement.